Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported device could not be inserted into the arteriotomy was confirmed as a minimum amount of hydrophilic coating was present throughout the sheath. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via an 8f sheath using the pre-close technique prior to an interventional procedure to treat a chronic total occlusion. Reportedly, the proglide device was back loaded onto the guide wire without issue; however, the device could not be inserted into the arteriotomy. A new proglide device was successfully used. The sheath size was not upsized for the cto intervention. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.